Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving preservative-free morphine (250 mcg/ml at 149.79 mcg/day) via an implantable pump. The pump's indication for use (IFU) was listed as non-malignant pain. The patient saw error code 8286 (empty reservoir code) on the personal therapy manager (ptm) on (B)(6) 2015. It was reported that the patient was due for a refill and missed a refill appointment. When the pump was interrogated at the refill appointment on (B)(6) 2015, it was indicated that there was no medication in the reservoir. The pump was refilled with 40 ml of medication and remained programmed at the previous rate. The patient was diaphoretic on (B)(6) 2015, but didn¿t have nausea. The hcp stated that the patient had the flu during the week before the report, but recovered. The hcp stated that there were no device, therapy or procedure issues. The hcp explained (regarding the flu) that the patient had nausea and vomiting 2 weeks before the empty pump alarm occurred, but the hcp didn¿t know about it until the patient provided that information at the refill appointment. No actions or interventions were taken to resolve the flu. If additional information is received, a follow-up report will be sent.